Event description:
Initial reporter indicated that they had a "broken cord, not letting us charge the vns." It was reported that the powercord to the site's hp jornada handheld computer had "bent prongs." The site did not know how the prongs were bent. The prongs being bent would not allow for the powercord to be fully inserted into the handheld computer, therefore, not charging the handheld. The powercord has been discarded by site and will not be returned for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.